Manufacturer narrative:
In addition to the flow rate accuracy outside of +/-15% specification, the device was also found to have a battery outside of warranty, a keypad issue, an ac/dc light malfunction issue, a grinding door latch and failed the pressure test. This device was not repaired and was removed from service on 03/11/2016 due to the age of the device and the cost of repair. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 07/28/2011. As a result of an internal audit, zyno medical is performing a retrospective review on service request records. This MDR is retrospectively filed to report infusion pump malfunctions identified during testing in the process of handling service requests.

Event description:
The pump was sent in to zyno medical for service request on (B)(6) 2016. The device was identified with a flow rate accuracy that was outside of +/-15% during testing on 01/12/2016. No patient was involved in this case.